Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem and pauses were seen on the electrocardiogram (ECG), the right ventricular (rv) lead exhibited loss of capture, and the right atrial (ra) lead exhibited high thresholds and had micro-dislodged. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.